Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports that three units of e-pump screw spike 1000 ml bag were leaking.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) review of the reported lot number could not be performed because the lot number was not available. No sample was returned to the manufacturing site, but pictures were provided by the customer. Examining the picture, a detached component can be seen. The root cause and action plan will be documented through a formal corrective and preventative action (CAPA). This complaint will be closed with no further action and will be used for tracking and trending purposes.